Event description:
According to the reporter, during a gastric sleeve procedure, the device only fired on one side of the reload. It was also noted that the user tried three different adapters to finalize the case. The handle was working properly with another device.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon procedure, the green button on the left side of the handle did not work. It was also noted that the user tried three different adapters to try to resolve the issue. To complete the case, a new handle, shell and adapter were used. It was noted that the handle right side button was working. When the representative checked all the adapters, they were working properly. There was no patient injury.